Manufacturer narrative:
The technician found that the casters were worn. He replaced casters to resolve.

Event description:
Account alleged, during pt getting off the stretcher, the head end moved, casters swiveled. No injury.